Event description:
Ous MDR - after an implantation period of about 72 months, it was reported that shortly after a device change, decreased impedance values and oversensing was observed. This lead was replaced with another tachy lead, but not returned to biotronik. No explant date was provided. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available fu data confirmed the sporadic decrease of pacing impedance < 200 ohms during impedance tests on (B)(4) 2015. Additionally there was observed an repeated increase of shock impedance > 150 ohms during impedance tests. The provided iegm freeze demonstrated occasional artefacts on rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.